Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause cannot be determined as the issue is unconfirmed. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Account: (B)(4), sanofi complaint ref#: (B)(4), country event occurred: china. Item, sku, lot#: unknown. (B)(6), on (B)(6) 2025.